Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information was received from a company representative who indicated that the last report the representative had was that the patient was still in the hospital receiving IV antibiotics. The patient had not experienced withdrawal and was stable.

Event description:
A healthcare professional (hcp) reported via a manufacturer¿s representative that an infection developed at the pump pocket and catheter. The patient had sepsis; the device was explanted and the patient received care in the intensive care unit (ICU). No troubleshooting had been needed. The patient was on three weeks of intravenous antibiotics and remained stable in the hospital. No signs of withdrawal were noted. The infection was cultured and tested for (B)(6). The manufacturer¿s representative noted that another person who resides with the patient was also recently diagnosed with (B)(6). The pump was used to infuse lioresal baclofen (500mcg/ml at 100mcg/day) and the patient was still on oral baclofen. No patient outcome was reported and the patient was alive with injury. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.